Event description:
It was reported that this patient made a call to technical services (ts) where they stated they had their system checked in clinic, and their right ventricular (rv) lead may require a revision due to a possible dislodgment, with the lead presenting anomalous signals. The patient talked and communicated with their following physician. No additional adverse patient effects were reported. Information from the field indicated there were no device issues at the time. At a later date, the lead was explanted and when examined it was found damaged. No adverse patient effects were reported. No further information was available from the field.